Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer can interact with the wake button, but not with the touchscreen. The customer's blood glucose levels were not impacted because customer is using quick bolus feature to deliver needed insulin. The customer reported that the pump would continue to be used for insulin therapy.